Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the pump¿s black box data showed a power interruption on (B)(4) 2018. The battery compartment was observed to be cracked. The returned battery cap was undamaged and able to fully tighten to the pump. During testing, the pump was successfully run on a 24-hour basal program with no reboots or power loss duplicated. The pump¿s cover was removed and no evidence of moisture or damage was observed on the power circuit. The complaint of a power issue was not duplicated during investigation. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.